Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a detached safety mechanism is confirmed; however, the exact cause is unknown. Two photographs of a 20 g safestep infusion set were returned for evaluation. An initial visual observation of the photographs showed the safety plate of the device completely detached from the needle. Use residue was observed on the sample in the returned photograph. No damage was observed on the needle or the safety mechanism in the returned photograph. The plastic collar and metal sleeve of the safety mechanism were observed to be present and intact. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the needle is removed and the base is separated. Chemotherapy drugs have been discarded. No other information was provided.